Event description:
It was reported, that while attempting to get left ventricular (lv) pacing threshold measurements with this cardiac resynchronization therapy pacemaker (crt-p). The electrogram (egm) was flat. Technical services (ts) reviewed, a copy of stored device data from the remote home monitoring system and noted, that lv sensing has been turned off for several years, which, resulted in the flat egm. It was then reported, that the device showed a battery status of four months remaining, and was felt to be depleting normally. Ts discussed the recommendation of performing device checks every three months remotely or in clinic. The patient was scheduled to be seen in clinic in two months. No adverse patient effects were reported. This device remains in service. It was reported, that the device was later explanted, and replaced for reported normal battery depletion. No adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. This device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed, the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined, that the capacitors were compromised, due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.